Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/22/2015 with the following findings: evidence of a voltage drop and battery alarms observed in black box. Pump powers with returned battery cap. Battery cap is able to fully tighten. Battery compartment cracks were observed in thread area and below grip pad. Evidence of moisture contamination inside battery compartment. Pump case cracked in lower rh corner of display area. Current draws within specifications. A battery life issue was not duplicated during investigation. Leak test shows leak at battery compartment crack and pump case crack. Removed pump case and disassembled pump. Evidence of additional moisture contamination inside pump, on transceiver board and force sensor housing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. The reporter alleged that battery life was shorter than expected. In addition, it was reported that evidence of moisture ingress was observed behind the display lens. Blood glucose greater than 250mg/dl, but less than 500mg/dl and with no identifiable symptoms, was reported in relation to this complaint; this scenario does not meet the criteria of an adverse event as defined by animas. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.